Manufacturer narrative:
A review of the device history was performed and no non-conformance were identified. The device was not returned for evaluation. Requests are being made for additional information and a supplemental report will be provided if this information is received. Please note that this custom implant is similar to the mets modular distal femur (k121029).

Manufacturer narrative:
The patient underwent successful revision surgery resulting in the implantation of a new device. The fractured distal femur was in-situ for over 10 years. There are no additional details available which definitively assign a root cause to the fracture, however implant fractures are well recognized, late post-operative occurrences often associated with excessive loads, impact or trauma in implanted patients. X ray review confirmed the reported fracture but there is no indication of device or manufacturing related issues. A review of the batch records revealed no evidence that non-conforming products were released from this batch. There is no indication or evidence available at this time to suggest that there was a non-conformance. Should additional information become available the investigation will be re-opened and re-evaluated. This complaint is being closed, and is being tracked and trended corrections: serial # (B)(4). Explanted date (B)(6) 2013.

Event description:
This is a supplemental report to 3004105610-2014-00099 ((B)(4)). A surgeon has reported that a patients custom distal femur replacement implant has fractures. The patient heard a sudden click followed by hyper-extension of the knee.

Event description:
A surgeon has reported that a patients custom distal femur replacement implant has fractures. The patient heard a sudden click followed by hyper-extension of the knee.